Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-46202 for MDR submission of the instrument cable fragment that fell inside the patient and was retrieved.

Event description:
It was reported that after completion of a da vinci-assisted hysterectomy surgical procedure, the patient was found to have sustained a bladder injury and required a reoperation. It was noted that the surgeon performed the cystoscopy prior to the specimen removal. The specimen was removed vaginally. During the surgical procedure, a cable had come undone on a tenaculum forceps instrument. The instrument was replaced and the case was completed robotically. Prior on postoperative day two, the patient underwent a secondary robotic procedure for a bladder injury. During this procedure, a large defect in the bladder was noted and was sutured to repair the defect. In addition, a wire fragment was found and retrieved. It was believed that the cable fragment had fallen inside the patient during the initial da vinci-assisted hysterectomy procedure performed 2 days earlier. However, the surgeon did not attribute the bladder injury to the broken cable issue or any da vinci products. The patient is recovering well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end.